Event description:
It was reported that two vascular grafts became infected after implantation. It was also reported that one of these two grafts was explanted. No explant has been received yet by the manufacturer and no further information was provided to the manufacturer.